Manufacturer narrative:
The device was returned and evaluated by endogastric solutions. The retractor lock functionality was confirmed working as intended. The retractor drive cable was slightly elongated, and the helix center needle and helix were both bent. The helical retractor is not in the home/safely stowed position when fully retracted. The likely cause of the elongated drive cable is strain placed on the cable when the physician retracted the retractor during device insertion. No definitive root cause was identified for the belt helix centering needle nor bent helix. A review of the product DHR indicates all components used in this product lot are within specification and the device passed normal manufacturing final acceptance testing. Although no serious adverse event is associated with this complaint, it has been established that a helix not in the safely stowed position during device insertion is likely to cause or contribute to a serious adverse event.

Event description:
The physician inadvertently fully retracted the helical retractor during device insertion. Once the device was in the patient's stomach, the helical retractor was seen sticking out of the tissue mold and was curved. The helical retractor was safely stowed, and the device was uneventfully removed. A secondary device was used to successfully complete the procedure. There is no reported patient adverse event.